Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08750 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clips lot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 at 12:40 pm. The customer mention symptoms of their blood glucose levels as nausea with fatigue. The customer treated with insulin pump and was taken to the emergency room. Their blood glucose was 592 mg/dl at the time of incident. The customer's blood glucose at the time of admission was 596 mg/dl. Customer's current blood glucose value was 356 mg/dl. Troubleshooting was performed. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the quick release. There were no leaks or air bubbles. Customer declined to perform the high pressure test. The insulin pump will be returned for analysis.